Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of sterile peritonitis in a patient subsequent to therapy with icodextrin. On an unreported date the patient received peritoneal dialysis with icodextrin for an unreported condition. On an unreported date the patient developed near-painless, sterile peritonitis with a predominance of polymorphonuclear cells. Enema with water-soluble contrast media revealed diverticula in the patient, as well as a spastic, irregular or stenotic sigmoid. The patient was treated with antibiotics, and the icodextrin was subsequently discontinued without recurrence. There were multiple reports from this reporter.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.